Manufacturer narrative:
The device with model 37761 serial# (B)(6) was received for product analysis. Analysis found the frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6) ); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger would not charge. Patient went to plug it in the wall and got an error message. Patient did not remember what the message was. Patient had to wiggle it to get it to say something last time but it was saying something about no connection made. It kept coming up with an information message showing a circle and an arrow pointing to it instead of giving the electrical cord that it normally gives. Patient called their doctor's office and they told patient to call the manufacturer. On the call patient confirmed the green light was on the power supply. Patient then said the desktop charger was hot. Patient inspected the cord and noticed the connector pin was bent. A replacement desktop charger was sent out. No symptoms were reported.